Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data was requested but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it failed due to "call tech support" error that was observed on the screen. Functional testing was performed and the tests passed. The customer complaint of intermittent audio output was not confirmed because the receiver has audio. The root cause could not be determined.

Manufacturer narrative:
(B)(4).